Manufacturer narrative:
The device has not been returned for eval. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that the pressure infusion bag failed to maintain pressure. The device failure was discovered during product testing and the device was not used on a pt.